Manufacturer narrative:
So far, we haven't received a lot number, so we were unable to fully investigate this incident.. However, we have checked the products of the same model, no similar issues were found. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
The customer reported that there is a hair in the packaging and a butterfly set without the rubber on the distal needle.